Event description:
(B)(6). According to the reporter: 2 needles dislodged from the device during use ((B)(4), lot n4c1675x) needles dislodged without pushing black buttons forward. Prongs (bunny ears) were not extended at time of release. Current patient status: stable. Did the difficulty result in unintended colostomy, formal laparotomy, re-operation etc.: no. Unanticipated tissue loss? No. How was the damage treated/corrected? Suture cut and vaginal cuff closure started with second needle from the same previously mentioned vloc reload from the same lot and cuff closure completed. Unanticipated extension of the incision by more than one inch? No. Unanticipated blood loss of 500ccs or more? No. Was surgical time delayed by more than 30 minutes due to the product problem? No. Device fragment or component falling into the patients cavity? No. Post- op diagnosis: unknown.

Manufacturer narrative:
(B)(4). Date of initial report: 10/27/2014.